Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head returned with six bands attached, some of them were moved from their position and overlapped. The suture was in good condition with seven knots. The trip wire did not have evidence of taking up the slack by pulling the proximal end of the trip wire on the handle unit and neither have marks being secured on the handle slot. The ligator head was observed under magnification, and the ligator housing teeth were bent/damaged, some of the bands were damaged and broken. Additionally, the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were overlapped and moved from their position, the ligator head teeth were damaged/bent, the bands were damaged/broken, and the trip wire was not secured. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, the user did not take up the slack; however, the IFU cited: "take up slack by pulling proximal end of trip wire on handle unit." This condition, unsecured trip wire and the information that the use did not take up the slack, could have caused the inability of the device to deploy the bands and all the other problems. This condition could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands, which could have resulted in an improper deployment of the bands making them overlapped and causing more tension on the device bending/damaging the teeth and also it may have provided an extra tension, consequently, damaging/breaking the bands as observed. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2023. The ligator was installed onto the scope wherein there was no difficulty experienced upon setting up the device. During the procedure, upon attempting to deploy the bands, it was noticed that two of the bands tangled up in the suture which created a "snagging effect" and the physician was not able to deploy the bands. The device was removed from the scope, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle unit, but he turned the deployment knob instead; however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2023. The ligator was installed onto the scope wherein there was no difficulty experienced upon setting up the device. During the procedure, upon attempting to deploy the bands, it was noticed that two of the bands tangled up in the suture which created a "snagging effect" and the physician was not able to deploy the bands. The device was removed from the scope, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle unit, but he turned the deployment knob instead; however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Block h6: imdrf device code (B)(4) captures the reportable event of bands unable to deploy.